Event description:
Healthcare professional reported event of "band slippage." Pt was hospitalized and a lap-band ap system removal took place to treat event. It was resolved without sequelae.

Manufacturer narrative:
(B)(4). The product associated with this report will not be returned. Based upon the model number, seral number and implant date provided by the rptr, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Band slippage is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."